Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited no sensing and high capture threshold. Right atrial lead dislodgment was noted. The lead was capped and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.